Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(6). H3 other text : device not returned.

Event description:
It was reported that three minutes after connecting the intra-aortic balloon (iab) to the cardiosave intra-aortic balloon pump (iabp) and initiating therapy, a check iab catheter alarm was generated. The same alarm occurred again, the customer checked the outside and inside of the body using x-ray contrast, but there were no kink seen. The iabp was switched out to a cs300. When driving with cs300, the same alarm occurs again. It was determined that there was a problem with the iab so it was replaced with a new one. No alarm occurred after replacement. There was no patient harm or adverse event reported.